Manufacturer narrative:
(B)(4) the subject rt265 infant ventilator dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that the rt265 infant ventilator dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.